Manufacturer narrative:
(B)(4). Per the customer the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because line through display was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. A labeling review was performed and found to be adequate for the use error identified in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The root cause of the system error 2240 alarm was use error.

Event description:
The customer contacted baxter's technical service center and reported she disconnected herself in her sleep while on the homechoice (hc) during drain 1 of 5. The home patient (hp) disconnected herself and did not cap off. The hp stated she knew she had to start over with new supplies, but needed assistance ending therapy. Product surveillance contacted the hp regarding the reported incident. The hp stated she notified her nurse of the incident. No patient injury or medical intervention was reported. The hp has been continuing therapy on the hc with no reported difficulties. The set-up was discarded. No additional information was provided.